Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad), hyperlipidemia (hld) and diabetes mellitus (dm).

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including coronary artery disease (cad), hyperlipidemia (hld) and diabetes mellitus (dm).

Event description:
Through implant patient registry it was learned that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 7 months due to stenosis. The patient presented with sob, chest pain, syncope. The explanted valve was replaced with a 25mm 3300tfx valve. The patient was in stable condition post procedure and discharged pod#7. Per product evaluation, the leaflets had heavy calcification and calcific deposits were observed on both inflow and outflow aspects of the valve.

Manufacturer narrative:
H3: evaluation summary: customer report of stenosis was confirmed. As received, all three leaflets had cuts of approximately 3mm x 9mm on leaflet 1, 5mm x 11mm on leaflet 2, and 7mm x 8mm on leaflet 3. The cuts had a smooth and straight edge. Cutout leaflets were not returned. A 5mm tear was observed on the cusp of leaflet 1. Calcification was evident at the tear. X-ray demonstrated commissures 1 and 3 bent outward and heavy calcification was observed on the remainder of all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on both the inflow and outflow aspects. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 on the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Mechanical damage marks were observed on the free margin of leaflets 1 and 2 near commissure 2. Damages appeared serrated and did not penetrate leaflets. Sewing ring was partially cut off around the valve and exposed the metal band. Cut off sewing ring fragment was not returned with valve. Wireform was exposed around commissures 2 and 3. Suture threads remained attached to the sewing ring.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6, h8. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 7 months due to stenosis. The patient presented with sob, chest pain, syncope. The explanted valve was replaced with a 25mm 3300tfx valve. The patient was in stable condition post procedure and discharged pod#7.

Manufacturer narrative:
The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted, accordingly upon investigation completion.

Event description:
Through implant patient registry, it was learned that a patient with a 25mm 3300tfx aortic valve was explanted. After an implant duration of 7 years, 7 months, due to unknown reason. The explanted valve was replaced with a 25mm 3300tfx valve.